Event description:
It was reported when the patient was leaving the appointment to get her trial placed, she got very sick and passed out and ended up in the hospital. It was stated the patient got one leg into the car and got a ¿shrieking¿ pain and fell over and passed out. The patient had her blood checked when she was in the hospital and she was okay to go home. The external neurostimulator (ens) was turned off and she wanted assistance turning it back on. The patient was redirected to her healthcare provider.

Manufacturer narrative:
(B)(4).